Manufacturer narrative:
H6: investigation: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. The field service engineer (fse) was dispatched and confirmed the false positives issue. Instrument was de-installed under (wo- (B)(4)) and was replaced with a new instrument under (wo- (B)(4)). The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. Service history record review revealed no previous complaint for false positive issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was determined to be software related due to instrument having a prior version of software that is more susceptible to false positives. CAPA #1233452 was recently implemented to address this issue. No new risks or hazards. No new trends after taking the unconfirmed complaints into account. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged a false positive result was obtained on vial. Vial retested and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: customer reports they had one false positive vial on this instrument yesterday. The vial was tested and determined to be negative. No immediate issues with the fx instrument that would have caused or contributed to the fp testing results. All systems are in spec and working and testing properly. The customer provided 12 plots/accession number examples and 6 of the 12 have high/elevated wbc counts which is known to contribute to a fp testing result. Note: the ideal range for white blood cell counts (wbc) is 8-10.

Event description:
It was reported while testign with bd bactec¿ fx, instrument top, packaged a false positive result was obtained on vial. Vial retested and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: customer reports they had one false positive vial on this instrument yesterday. The vial was tested and determined to be negative. No immediate issues with the fx instrument that would have caused or contributed to the fp testing results. All systems are in spec and working and testing properly. The customer provided 12 plots/accession number examples and 6 of the 12 have high/elevated wbc counts which is known to contribute to a fp testing result. Note: the ideal range for white blood cell counts (wbc) is 8-10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.